Event description:
A report was received that a patient was burned four times while charging. The patient indicated that the burn was located on the right hip at the incision site. The patient did see a physician but did not received any treatment for the burns. The patient had redness, swelling, bumps and pain where the burns occurred. The patient had discomfort and warmth before the burns occurred. The patient is reportedly doing well.